Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance measurements out of range on the non-boston scientific right ventricular (rv) lead. The patient presented to the clinic and isometric testing was performed and no noise was observed. It was noted that the impedance remained high and tended to jump. This device does not have the enhanced header. Device replacement was recommended. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. While the non-bsc remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance measurements out of range on the non-boston scientific right ventricular (rv) lead. The patient presented to the clinic and isometric testing was performed and no noise was observed. It was noted that the impedance remained high and tended to jump. This device does not have the enhanced header. Device replacement was recommended. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. While the non-bsc remains implanted. No additional adverse patient effects were reported.